Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: asthma, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, facial swelling, extreme discomfort, depression and emotional distress, mental anguish, limitation and restriction of normal activities, loss of earnings and cost of medical care.